Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to cable failure and charge-coupled device internal flooding. Cause of internal flooding could not be estimated because leak test was passed. The root cause of the failure could not be identified. Additionally, it is likely that the phenomenon "the procedure was delayed by 30 to 40 minutes" occurred due to the replacement of the camera head because the images were not displayed. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed, there was an image problem and a board failure/short circuit. Additional findings include the following: the head section of the main body flooded, the cable was loose at the cable section, and there was corrosion of electrical contacts at the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during the stent replacement procedure while trying to place a ureteral stent, there was no image displayed on the monitor of the camera head even when connected to the system. The issue caused a 40 minute procedural delay. Use of the device was discontinued and the procedure was completed using another scope. The device was not inspected before use.